Event description:
It was reported that a cartridge alarm. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by changing his cartridge and successfully resumed insulin, requiring no further assistance.